Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. The customer also reported that they had scratches on the screen and she received a compromised force sensor system alarm. The customer was advised the pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Device received with severely scratched display window noted.